Event description:
It was reported that the patient had a staphylococcus infection. As a result, the insertable cardiac monitor (icm) device was explanted. Additional information has been requested but not provided. Due diligence has been completed. Device is not expected to be returned. No additional adverse patient effects were reported.